Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for failed back surgery syndrome and spinal pain. It was reported that the stimulation just shuts off. There was trouble with it turning itself off and won't hold charge. Troubleshooting could not be performed at the time of the report as the patient did not have their patient programmer or implantable neurostimulator recharger.

Event description:
Additional information received from the patient reported there was no change in anything. The tried to recharge 3 separate times in 4 days and the fourth time the charge took and was still working. The patient further indicated that there was no change in daily activities and they did not change programming. He mentioned that after recharging the unit would start and work for about 4 to 8 hours then stopped. He had made an appointment with the doctor and was hoping the manufacturer representative (rep) would be there.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.